Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a heavily calcified distal superficial femoral artery, a 6mm x 60 mm x 135 cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion. During the second inflation, the balloon ruptured at 10 atmospheres. The bdc was replaced with a new unspecified armada bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.